Event description:
It was reported that partial deployment occurred. The limited stenosed target lesion was located in the mildly tortuous and mildly calcified peripheral artery. A 6 x 150 x 130 innova vascular self expanding stent was selected for use. During deployment, the third click sounded different and the stent failed to deploy any further. The stent and catheter shaft were slowly and carefully removed from the body. The stent catheter was placed under fluoroscopy to ensure that the stent was still on the deployment shaft. The stent was safely removed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.